Event description:
The account alleged that the head section will not lower. No injury reported.

Manufacturer narrative:
The account found the head gas spring is bent. The account replaced the head gas spring to resolve the issue.